Manufacturer narrative:
(B)(6) is providing this report in compliance with FDA 21cfr part 803. Based on the discussion about the adverse event, patient history, prior complaints and review of labeling concludes no impact of functionality of the implant and this adverse event is caused due to not following the warning mentioned in the labeling. Patient should not use revi wearable unit in the compromised area where she noticed some acute soreness.

Event description:
Pt reports she works at a preschool and while playing on the floor with children, they stepped on her leg near the area of her implant. She reported some acute soreness in the area but initially no pain with stimulation (this was about a week ago). This morning fcs received a text from the patient reporting difficulty connecting the wearable to her implant and severe pain with stimulation."